Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and low amplitude. Moreover, it was stated that the rv lead may have moved. The rv lead remains in service. No adverse patient effects were reported.